Manufacturer narrative:
One device was received. Visual inspection noted a tear in the cuff. A functional inflation test was performed, and it was not possible to inflate the cuff as it leaked. The root cause was due to the tear in the cuff however it was unknown what caused the tear. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Although it was unknown what caused the device damage corrective actions were taken including initiation of quality alert, training production personnel during production town hall meeting, replacement of gauges and equipment with sharp edges by blunt versions, warning in manufacturing procedure and establishing better organization on affected workplace.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the cuff did not inflate during pre-test. No patient involved.